Manufacturer narrative:
A product investigation is in progress.

Event description:
Urinary infection [urinary tract infection]. Itching groin: skin [pruritus]. Difficulty urinating [dysuria]. Discomfort: vagina [vulvovaginal discomfort]. They are all deformed, ruined - always tampons [device physical property issue]. Case description: consumer reported the tampons were deformed. No serious injury was reported.

Event description:
Urinary infection [urinary tract infection] itching groin - skin [pruritus] difficulty urinating [dysuria] discomfort - vagina [vulvovaginal discomfort] they are all deformed, ruined - always tampons [device physical property issue] consumer reported the tampons were deformed. No serious injury was reported.

Manufacturer narrative:
Lot code investigation results on 10-mar-2021 showed no failure identified.